Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert. Upon interrogation of the implantable cardioverter defibrillator (ICD), it was indicated the device experienced a partial electrical reset. It was indicated the programmed device settings remained; however, it was noted that longevity was initializing and diagnostics were cleared. The ICD was checked and the reset was cleared. The ICD remains in use. No patient complications have been reported as a result of this event.